Manufacturer narrative:
D5,6;h4: information not available, device not returned for analysis.

Event description:
It was reported by the rep the device was used during a salpingo-oophorectomy. It was reported while transecting ip ligament the device (atw35) fired only partially forming staples halfway down the cartridge. Surgeon completed case using another atw35. There was no consequence to the patient.